Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had oily rainbow effect on the screen, had been rejecting new batteries, had random no delivery alarms, rewind was louder, insulin was squirted out during priming, clock was slow, rewind took longer then before, backlight was not as bright, alarms were not loud and there was a crack on the retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.